Event description:
It was reported that during a procedure while using a diagnostic ep catheter, "when changing positions, the lasso was kinked when it was pulled and could not pass through the sheath and got stuck in the left atrium." The facility did not report any patient injury.

Manufacturer narrative:
The complaint device label was returned to stryker sustainability solutions (sss) without the original stryker device. Since the device was not returned for examination, analysis of the actual complaint device could not be conducted. Based on the images taken at the facility, the device loop was noted to be intertwined within itself. Since the device was not returned and the quality of the provided images is limited, it is unclear where the loop is kinked or how the loop is oriented about the shaft. Sss's instructions for use state: "to avoid potential damage to anatomical structures, do not attempt to pull the catheter, or withdraw it into the sheath, with the loop in a contracted position." "Do not introduce the catheter's tip folded into the guiding sheath." "The reprocessed 2515 nav variable ep catheter is recommended for use with an 8f guiding sheath. Do not use the catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25mm in diameter." "Place the catheter by rotating (or torquing) the shaft in a clockwise motion only to reduce the risk of entrapping cardiac structures in the mapping electrode potion of the catheter." "When not in regions attempted for mapping, manipulate the catheter with the loop in the fully expanded (i.e., 25 mm diameter) position to further decrease the risk of entrapping cardiac structures." "Careful manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Catheter advancement and placement should be done under fluoroscopic guidance through a guiding sheath. When resistance is encountered, do not use excessive force to advance or withdraw the catheter through the guiding sheath. In addition, extra care should be taken while inserting, aspirating, and manipulating the guiding sheath." "Always pull the thumbknob of the catheter back before insertion or withdrawal to assure that the catheter tip assumes its original shape." The root cause is unknown since the device was not returned for analysis. However, based on experimentation, it is possible the device was subjected to torque in combination with contraction of the loop. The device history record for the returned device indicates that the device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.